Event description:
The customer reported that the screening images would not appear on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The control board and keyboard for the workstation were replaced. The system was tested and found to be working as intended and put back into service.